Event description:
The patient contacted animas on (B)(6) 2012 requesting to review the pump. During the review of the pump it was found that the that the total daily dose (tdd) was incorrect; the patient reported that the tdd basal was programmed at 34.20 units/day and pt states there have been no changes to these settings; the pump history indicated that the 4 previous days indicated 14.45 - 28.10 units per day. The patient confirmed that there were no temporary basal rates or suspends in the history. The patient stated that there was one auto-off which was resumed within 3 minutes. This report is made because the review of the pump's total daily dose history indicated an inconsistent basal delivery of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the pump boots to verify screen with auditory and vibration alarms. The pump history verifies that the pump was running on default time and date when a manual date change occurred. The black box data showed that the total daily dose was inaccurate because delivery was stopped. The black box showed several low battery warnings unacknowledged and battery changes being performed with worn or used batteries. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as programmed.